Event description:
Sales rep reported on (B)(6) 2023 that when the surgeon was drilling into the patient's bone, the tip of drill-1.6/095c started to split. It was reported that the surgeon made it into just a small portion of the bone before noticing something did not seem right. It was also stated that the patient had good bone quality and the proper technique was being followed. The incident caused a 45-minute delay in surgery as the surgeon attempted to remove the drill bits, however they were imbedded in the scaphoid and they could not find them. The rep reported there are 4 pieces of the drill left in the patient which could lead to complications in the future if any of the pieces are outside of the scaphoid which could damage the surrounding soft tissue. X-rays and a picture were provided however the remainder of the drill was discarded.